Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Added patient code e2103 and device code a0909. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of dislodged or dislocated was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance with labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. The lead remains implanted; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this right ventricular (rv) lead was dislodged soon after implant. Subsequently, the physician repositioned this lead. There was some difficulty in positioning this lead. Subsequently, the patient had inadequate pacing and felt the stimulation in the pectoral muscle. The physician stated that there might be a small pericardial effusion, however they plan to wait for the x-ray imaging until next week. The patient has a big heart with an abnormal position, so physician thinks that the lead was near the infundibulum of the rv. This lead remains in service. No additional patient adverse effects were reported. Additional information received confirming the patient did experience pericardial effusion, and that pacing has been programmed off. The plan is to continue monitoring the patient.

Event description:
It was reported that this lead was dislodged soon after implant. Subsequently, the physician repositioned this lead. There was some difficulty in positioning this lead. The patient had inadequate stimulation. The physician stated that there might be little pericardiac enhancement, however they plan to wait for the x-ray imaging until next week. The patient has a big heart with an anormal position, so physician thinks that the lead was near the infundibulum. This lead remains in service. No additional patient adverse effects were reported.

Event description:
It was reported that this lead was dislodged soon after implant. Subsequently, the physician repositioned this lead. There was some difficulty in positioning this lead. The patient had inadequate stimulation. The physician stated that there might be little pericardiac enhancement, however they plan to wait for the x-ray imaging until next week. The patient has a big heart with an anormal position, so physician thinks that the lead was near the infundibulum. This lead remains in service. No additional patient adverse effects were reported. Additional information received indicated that the patient did experience pericardial effusion, and the stimulation has been turned off. The plan is to continue monitoring.